Manufacturer narrative:
Motor error alarm noted during basic occlusion test and unable to prime during prime/a33 test due to faulty fsr(gold). Motor passed motor test. All operating currents are within specification. No unexpected low battery alarm noted. Unit received with minor scratched lcd window, cracked reservoir tube lip, and cracked battery tube threads.

Event description:
It was reported that the customer had high blood glucose levels of 495 mg/dl. The customer reported a motor error from the insulin pump during bolus. The customer also reported a low battery alert from the insulin pump. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.